Event description:
The customer reports that one patient sample generated a false positive architect total b-hcg assay result for one patient sample on an architect i2000sr analyzer (no specific patient or result information provided by the customer). The sample tested negative with another methodology. There is no impact to patient management reported.

Manufacturer narrative:
There are no returns available from the customer site as the customer did not provide the lot number of the architect total b-hcg assay in use at the time of the event. The architect total b-hcg assay package insert contains information to address the current customer issue. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. Based on this data, the product is performing as expected and no product issues were identified. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product malfunction occurred.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).